Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding an implantable neurostimulator ( ins) that was implanted in 2010. It was reported that there was an overdischarge and it was impossible to load. There were no factors that may have led or contributed to the issue. It was impossible to load, so the ins unloaded and there was no more therapy. No interventions were taken, however, the ins was replaced with another ins. The issue was resolved at the time of the report.